Event description:
It was reported via repair work order that footboard had intermittent power due to damaged footboard module. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.